Event description:
The customer reported that the pump's quick bolus or wake button was difficult to press and often required multiple presses to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to press the button correctly and decided to replace the pump due to the persistent issue.